Event description:
It was reported that the cause of death was hepatic dysfunction and withdrawal of support. The death was not considered device related and the device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including hepatic dysfunction and death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for worsening liver function.

Manufacturer narrative:
No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patient had been admitted initially on (B)(6) 2024. The patient had large volume paracentesis that demonstrated serum ascites albumin gradient (saag) of 1.7 and protein 2.1 which was consistent with cirrhosis. A liver biopsy was done that confirmed cirrhosis with severe fibrosis. The patient also presented with dyspnea and ascites. Treatment included large volume paracentesis. It was noted that this was a temporary resolution, and that the patient would likely need serial paracentesis. The patient was ultimately made comfort measures only (cmo) and passed away on (B)(6) 2024.

Manufacturer narrative:
B2: death date provided. B3: event date updated. B5: additional information. H6: health impact and health effect codes, updated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.